Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. To solve the reported issue, the air detector kit was replaced and sent back back to brézins for further investigation. After a visual control, the kit was cross-tested and maintenance tests performed successfully. Subsequently a global functional test and a overnight running-in at 100 ml / h was carried out. No technical errors were triggered during this test trial period. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is not confirmed. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 22 (clamp optical sensor; replaced).